Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose reached 463 mg/dl. The customer was treated with a manual injection for their blood glucose. Customer stated their blood glucose was high from not being able to insert with the inserter. Customer declined to troubleshoot for their blood glucose. The insulin pump will not be returned for analysis.